Event description:
Per the clinic, the patient experienced an extrusion, developed bacterial infection, fistula and purulent discharge at implant site. Subsequently, on (B)(6) 2025; the patient was treated with topical steroid and oral antibiotics for a duration of 7 days. On (B)(6) 2025; the patient was treated with another round of oral antibiotics for a duration of 7 days and followed by multiple courses of topical and oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The implanted device remains. Explant is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.